Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced reduced brake force or brakes do not remain engaged. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced reduced brake force or brakes do not remain engaged. There was 1 event with patient involvement; no adverse consequences were reported.